Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the partial lead measuring 75.5cm was returned. The lead was cut and damaged in the field and only pacing coil with the distal tip was returned. The appearance of the tip of the lead indicated that the tip had been mechanically damaged. However as the entire lead was not returned a complete material analysis was not possible to carry out.

Event description:
It was reported that during an implant the rv lead was broken into two parts. The lead was not implanted and returned for investigation.